Manufacturer narrative:
E1 (establishment name) - (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the halogen light source had a burnt connection on the halogen lamp. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event reported occurred due to burnt lamp harness. Olympus will continue to monitor field performance for this device.